Event description:
It was reported that effective therapy was never established on the left side of the patient's body. X-ray imaging revealed migration of both leads. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The patient's leads migrated to the right side, and all their pain was in the left. The patient's leads were explanted and replaced with a paddle due to lead migration confirmed via x-ray. Effective therapy restored post-op. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.